Event description:
Pt went for cardiac catheterization on (B)(6) 2019. During the procedure the perclose device broke off while in the pt's left femoral artery. The pt required a left removal artery cut down, femoral endarterectomy, and patch to retrieve the device. The device was not given back to the MFR. The device is being held at (B)(6) medical center lab. The medical device rep for abbott was made aware of this event on (B)(6) 2019 and endorsed that this event was reported to the FDA.